Manufacturer narrative:
Processor requested the consumer to make sure the battery is in correctly and had the consumer press the reset button and hold the "m" button down for 6-7 seconds. After holding th e "m" button, nothing displayed on the screen.

Event description:
Customer alleges meter doesn't work . "Replaced the battery and hit the reset button and still nothing doesn't remember how long he had it. A guess would be year."